Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported amplitude was 8.8 on both programs. The patient had stimulation and pain under their right breast and the physician was advised. On (B)(6), the patient was seen fairly emergently by the physician stating that her right leg was ¿weak¿ and they were feeling pain under their right breast. She also stated she couldn¿t control the stimulator. When the patient was seen, they were in some distress and were anxious but this was fairly common for them. The pain intensity scale was 10, but always 10 under her direction. In reality, while sitting still she was really in no great distress. The patient continued to utilize dilaudid, and was in the healing phases of having the implantable neurostimulator (ins) implanted. Examination of the ins site showed it was well-healed and non-painful. She did have a minor rash under her right breast, and did not appear to be shingles. It was noted it appeared the patient had been scratching the area which would account for the small rash. The patient also stated she couldn¿t sleep. The ins was checked and was at a level 8 which was very high, and therefore the patient was getting intense stimulation which could be the reason that she felt it up into her right breast potentially. The ins was reprogrammed resulting in excellent coverage. Education was done again to explain to the patient how to utilize the ins in terms of programming and decreasing the amplitude and recharging. The summary of the visit was the ins was covering the area of pain thought it was previously on too high of an amplitude. It was noted the implant had been successful. The patient was also given ambien for sleep which the patient had in the past. Physician therapy was going to be added for strengthening of the lower extremity as the patient hadn¿t really been able to use it for many months due to their pain problem.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The consumer reported that the patient had a fall a couple of weeks prior to the report and was experiencing pain in their leg, implant site, and hip. It was so painful on (B)(6) 2015 that the patient went to the emergency room and was given dilaudid to calm them down. The patient had two leads, one for the leg down and the other lead controlled the hip area and the leg. The patient had been experiencing shocking since the fall. They had their device checked by their doctor and a manufacturer representative and they noted that it looked fine. It was noted that the patient needed the programmer antenna because it was too hard to hold the programmer over the implantable neurostimulator (ins) site to sync. The patient was sent a new antenna. The patient was indicated for spinal pain and failed back surgery syndrome. No diagnostics, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.